Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient has been having spasms since increasing stimulation and the patient was assisted with lowering stimulation until the patient was comfortable on 1.6. The caller indicated that had spasms before as well when needing to void. A follow-up call with the patient indicated that the patient was still having spasms, but not as many. Later the consumer indicated that the patient lost their balance and bumped into the door jamb which hurt for a minute. Additionally the patient had a bladder spasm the morning of the call and the patient was able to stop wearing briefs, but still does leak sometimes. The patient has "a fold in her belly and the cath is there and it leaks sometimes, but it always has." The caller confirmed that the patient's loss of balance was not caused by the trial system and the patient had some skin breakage on the bottom of the tape area. Additionally the patient had a half hour of spasms the other day when stimulation was at 2.0 so the patient lowered stimulation. The patient was frustrated that they could not bathe. Follow-up with the consumer determined that the patient was still having bladder spasms and boils under the bandages which the patient's healthcare provider (hcp) provided medication for. Additional information indicated that the patient's urgency had improved and was not trying to void on their own until the catheter is removed. A final call from the consumer indicated that the patient had a burning and painful spot in the middle of their buttocks and feels a burning near their pelvis like a large lump. The patient was questioning if the leads moved and that it felt like their bone was sticking out. Additionally the patient reported that they have spasms, but only as stimulation is lowered stimulation did the patient feel stimulation. The patient was scheduled for implant the day after the call and even after lowering stimulation to 0 and the burning and pain was not resolved and thus the patient was advised to let their hcp know. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.